Event description:
Pump declared alarm 20 during pumping, and customer declined to answer if there was an effect on blood glucose levels. The issue persisted as a new cartridge could not be successfully loaded, resulting in a recurring cartridge alarm. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge, but when the issue persisted, it was decided to replace the pump under warranty. Customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label, with acknowledgment from the customer on the necessary steps for returning the item. A backup insulin pump was to be used by the customer to ensure continuous insulin delivery.